Manufacturer narrative:
The customer¿s stated issue of channel disconnect was confirmed in the logs and during testing. The pump module device error logs show a software fault (12-228-111) at 3:14:46 am and a channel disconnect message in the pcu event log one second later. Testing performed included channel disconnect testing and an over night infusion, the received devices infused for approximately 1 hour when software fault 12-288-11 occurred on the pump module (B)(4) . The other issues of plunger sensor contamination were found to be incidental from the experience of communication and channel disconnect. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient harm occurring.

Event description:
It was reported that the device has a channel disconnect error during use on a patient on the critical care unit. There was no report of patient harm occurring. During the clinical engineering investigation of the event, various communication failures, call stack data errors and linear sensor contamination errors were identified.